Event description:
A customer reported, that the units of measurement setting of their freestyle flash meter changed. There was no report of death serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's meter has been requested for investigation. A follow up report will be submitted, once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.